Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and three limb extensions on (B)(6) 2015. Upon follow-up, computed tomography (CT) revealed a type 1b endoleak on the right limb. The physician elected to implant a limb extension as well as an additional competitor device to resolve the endoleak. The patient is in stable condition.